Manufacturer narrative:
Additional information received on march 08, 2023 indicated that the patient scheduled for removal on march 30, 2023. Reason for device explant and/or reoperation: silent rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on april 14, 2023 device evaluation completed on april 14 , 2023 the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 595cc breast implant was found to be ruptured. In addition, an area of shell abrasion was observed on the edges of the tear. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old hispanic female who underwent a breast augmentation revision with a mentor memorygel, 595cc silicone breast implant experienced bilateral silent rupture post procedure mammo/MRI examinations findings consistent with intra capsular rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 31, 2023 indicated that the patient also experienced bilateral capsular contractures grade IV. As a result patient underwent bilateral capsulectomies and bilateral replacements as follow: l/ cat: shpb-740, sn: (B)(6), r/ cat: shpb-740, sn: (B)(6). Manufacturer¿s reference number: (B)(4).